Manufacturer narrative:
Although requested, device has not been received, and patient demographic details were not provided. Patient is a child. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported a leak occurred between the needleless connector on child¿s IV access device and the luer connection. The leak occurred when the user attempted to engage the valve with the flush syringe or IV tubing. No products were sequestered, no patient harm occurred.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The event occurred between (B)(6) 2019 and (B)(6) 2019.